Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the computer needed to be replaced. After the computer was replaced, the system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a spinal fusion procedure. It was reported the system would not start. After the system was rebooted 7 times, the system functioned as intended and used for the procedure. This issue occurred preoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.